Event description:
Litigation alleges severe pain, discomfort, and a pressure feeling in the right hip. The patient also suffers from elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant and difficulty sleeping and ambulating.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation alleges severe pain, discomfort, and a "pressure feeling" in the right hip. The patient also suffers from elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant and difficulty sleeping and ambulating. Doi: (B)(6) 2008 - dor: none reported (right side). Patient is a resident of (B)(6). Update: 11/2/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. Patient demographics added update ad 25 apr 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant record. There are no new allegations reported. Added stem due to previously alleged elevated metal ions. Doi: (B)(6) 2008 - dor: none reported (right hip).

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation alleges severe pain, discomfort, and a "pressure feeling" in the right hip. The patient also suffers from elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant and difficulty sleeping and ambulating. Doi: (B)(6) 2008 - dor: none reported (right side). Patient is a resident of (B)(6).. Update: 11/2/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. Patient demographics added update ad 25 apr 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant record. There are no new allegations reported. Added stem due to previously alleged elevated metal ions. Doi: (B)(6) 2008 - dor: none reported (right hip).